Event description:
In 2008, the sales rep reported that during a thoracolumbar procedure, the driver broke. Additional information received on 06 feb, 2008, the sales rep reported via telephone that two drivers would not engage the tulip head. The surgeon was using the first driver, and the screw would not engage the tulip head and once it did, the surgeon could not disengage it. The surgeon then used pliers to disengage the driver from the tulip head. The surgeon used the second driver to finish the case. After the case was completed, the sales rep inspected the driver and noticed that black shaft was deformed. The surgery extension was 15 minutes. There was no report of pt injury.

Manufacturer narrative:
The results of the device history record review indicates the part met specification. Visual and functional examination of the returned part indicates the leading thread form is damaged and inhibits threading onto the tulip head. The sequoia drivers were recalled on 02/13/2008 and the office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.